Event description:
Continuous-glucose monitor (cgm) dexcom g7 failed. Without continual (continuous-glucose monitor) communication to my (different-manufacturer) insulin pump, I have no basal pump rate nor any hypoglycemia alarms.